Manufacturer narrative:
The material number information was not provided, however based on the batch number provided the following material number was associated with it. Material #: 824713u. Batch #: 15001965.

Event description:
Failure to osseointegrate.